Event description:
A user facility medwatch report was received stating that a high blood glucose reading of 570 mg/dl was obtained on a medisense pcx blood glucose meter when compared to a laboratory value of 291 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone which is considered to be clinically significant. There was no report of death, serious injury or malfunction associated with the event. An inappropriate corrective action of giving the pt an additional snack was reported and verified by a follow-up communication to the facility.